Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced hypotension and cardiac tamponade. It was reported that farawave ablation catheter was selected for use. A cardiac tamponade was noticed after the atrial fibrillation (afib) procedure was completed. It was indicated that when the patient was in the recovery area, and about twenty minutes after leaving the electrophysiology (ep) lab, the patient's blood pressure was low and at 60s/30s. The echo team came in the recovery room, used a chest ultrasound, and noticed and confirmed a pericardial effusion/cardiac tamponade. The physician performed pericardiocentesis. The last known patient status was stable. The patient was moved to an intracardiac echocardiography (ICU) room with the drain left in place. The patient has a history of diabetes, afib, renal ca with nephrectomy. The reporter stated that the a non-boston scientific device was used for mapping. It was also indicated that the farapulse system was used for ablation. The non-boston scientific 'xml' was not used. The following non-boston scientific catheters were used during the procedure, which were some discarded and no malfunction on them alleged. The physician's opinion on the adverse event was that it happened with the use of the pulsed field ablation (pfa) wire. He believed the wire went through the left atrial appendage when he was trying to wire the left superior vein to guide the farapulse there. The device is not expected to be returned for analysis. Medwatch report # mw5175593.